Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone call of a weak battery alert and blank display from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that they have been going through batteries and they are changing it every week. The mother stated that the batteries only last about 6 weeks. The mother stated that her son received a failed battery test while in class. The mother stated that there was a crack when they took the battery out. The mother also stated that there was a blank display before they replaced the batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised that energizer aaa batteries are the most effective for the pump's use. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.